Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged touchscreen issue could not be verified; however, the unexpected shutdown was verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was unresponsive and not functional. Reportedly, the display was frozen on the "1-2-3 unlock screen." Additionally, it was reported that the pump unexpectedly shut down. The customer's blood glucose was 170 mg/dl. Customer confirmed that an alternate method of insulin delivery was available.